Manufacturer narrative:
Age at time of event: 18 years or older.    Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous unspecified vessel. A non-bsc stent was deployed. A 12mm x 5.00mm nc quantum apex balloon catheter was selected to post dilate the target lesion. First inflation was performed at 12 atmospheres. During the second inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.